Manufacturer narrative:
H3: product analysis of sfr-6-30, lotno:b389342 visual inspection/damage location details: the finger marker struts were found aligned within the introducer sheath. No damages were found with the introducer sheath. No damages were found with the solitaire fr pusher. The solitaire fr pusher marker coil was found to be damaged (bent) at ~183.5cm from the proximal end. The stent was found to be still attached to the pusher. The stent's non-working teardrop struts was found to be damaged. The middle working and working length struts were to be in good condition. No other anomalies were observed. Testing analysis: the solitaire fr stent device could not be used for resistance testing with an in-house catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance during delivery/retrieval¿ and ¿kink/damaged¿ were confirmed. The solitaire fr stent was returned damaged. In addition, the solitaire fr pusher marker coil was returned damaged (bent). The solitaire fr stent can become damaged if advanced against resistance. Possible causes of ¿resistance during delivery/retrieval¿ and ¿kink/damaged¿ are burrs, bumps, kinks, or other damage on stent or pusher, damaged catheter, and incompatible catheter. The rebar 27 microcatheter used for the event was not returned. Therefore, the condition of the rebar 27 microcatheter could not be assessed. As per the IFU, the rebar 27 microcatheter has a labeled ID (inner diameter) of 0.027¿. As per the solitaire fr IFU (instructions for use), the solitaire fr stent device is compatible for use with microcatheters with a minimum ID of 0.027¿. Therefore, the rebar 27 microcatheter was found compatible for use with the solitaire fr stent device. ¿incompatible catheter¿ was ruled out as a potential cause. It is likely that ¿damaged catheter¿ contributed to the event. However, the root cause for the reported resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the solitaire could not be pushed out from the distal end of the rebar catheter.

Event description:
Medtronic received a report that a solitaire was kinked near the deployment point and encountered resistance. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient¿s condition being treated was unknown. The patient¿s vessel tortuosity was unknown. After the solitaire reached the lesion location, it could not be pushed out and deployed from the tip end of the rebar27 catheter. After the stent was withdrawn, a kink was found near the deployment point. The sfr-6-30 was replaced and the surgery was successfully completed. The stroke onset to reperfusion time was 3 hours. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.